Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the cables did not work properly during a patient use event. The customer's reported failure was observed while the device was in use. However, no adverse patient impact was reported.